Manufacturer narrative:
The following devices were also listed in this report: unknown femoral head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised. Rep indicated that an irrigation and debridement was performed, with a revision of the adm/mdm poly and a femoral head. Patient was revised to a 28 -4 lfit v40 head and a 46f adm/mdm poly.